Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a hypoglycemia episode. It was stated that the buttons on the insulin pump were unresponsive and the time clock on the device was not advancing. The battery was removed for thirty minutes and reinserted, but the buttons were not responding. No further information was provided.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. Intermittent button response noted due to corroded keypad traces. No button error alarm noted. The insulin pump was tested with a test keypad and no frozen screen noted.